Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received left primary attune tka to treat extensive scar tissue, flexion contracture, and degenerative joint disease. The patella was resurfaced, and depuy cement x 2 was utilized. The surgeon noted that there was extensive, dense peri- and intraarticular scar tissue derided. There was excessive bleeding prom the popliteal area that required several applications of hemostatic agents and a 15-minute delay to control. The bleeding resolved by the end of the procedure. The surgeon notes that the patient was unable to achieve full extension due to the patient¿s preexisting flexion contracture. Extension failed by 3-4 degrees. The patient was prescribed 3-4 days of immobility to allow adequate time to popliteal healing. The procedure was completed without complications. Patient receive a left total revision and quadriceps plasty to treat loosening and malalignment secondary to flexion contracture of 30 degrees. Upon entering the joint, the surgeon identified and debulked extensive scar tissue. The surgeon notes the malalignment of the components is due to adhesions that caused significant scarring of the quadriceps tendon, which was released and reconstructed. The femoral component was well-fixed but revised. The tibial tray has subsided and was grossly loose at the cement to implant interface. The patella was grossly loose at the cement to implant interface and removed. There was no reported product problem with the explanted tibial insert. The patient received competitor revision products utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2016. Dor: (B)(6) 2019; left knee.